Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site on three subsequent occasions. The fse considered the issue resolved through cleaning of a clogged/obstructed vacuum vessel assembly, wz1 (pn 7-77797-04) and customer interaction/training. However, sample handling could not be ruled out as a contributing factor since only two patient samples were impacted. Multiple parts were cleaned, calibrated and/or replaced including the syringe (pn 7-77650-02) which was replaced. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect stat troponin-I assay package insert contain information to address the current customer issue. Based on the results of the current product evaluation and the information from the customer site, it was determined that the architect i2000sr analyzer, list number (B)(4), serial number (B)(4) is performing acceptably. A product malfunction was not identified.

Event description:
The customer reports falsely elevated architect stat troponin-I assay results for two patients, whose plasma samples were tested on an architect i2000sr analyzer: sample (B)(6) (female, (B)(6) years old with no history of cardiac disease): initial result of 0.130894 ng/ml that retested at 0.018621ng/ml; and, sample (B)(6) (no patient demographics supplied by customer): initial result of 0.10 ng/ml, which was not reported from the lab. The sample retested at 0.00 ng/ml. The sample was then tested on another architect i2000sr in the lab and generated a result of 0.00 ng/ml. The customer uses a cut-off value of 0.10 ng/ml. A service call was initiated. There was no impact to any patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).